Manufacturer narrative:
The insulin pump was received with no vibration during the self-test due to a broken black wire on the vibrator motor. The unit was received with a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer called to report "no easy vibrator". The customer's blood glucose reading was unknown. No further details were provided.